Event description:
It was reported that approximately 9 months following the implant of a transcatheter aortic valve, magnetic resonance imaging (MRI) was performed that revealed a stroke. The patient experienced symptoms of nausea, vomiting, and dizziness in result of the stroke. It was noted that a potential thrombus was observed on the patient¿s bicuspid aortic valve leaflets, which was reported as a contributing factor to the stroke. The patient was subsequently hospitalized. Per the physician, the patient had two strokes since the transcatheter aortic valve replacement (tavr) procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Corrected data: e. Initial reporter email medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter aortic valve, magnetic resonance imaging (MRI) was performed that revealed a stroke. The patient experienced symptoms of nausea, vomiting, and dizziness in result of the stroke. It was noted that a potential thrombus was observed on the patient¿s bicuspid aortic valve leaflets, which was reported as a contributing factor to the stroke. The patient was subsequently hospitalized. Per the physician, the patient had two strokes since the transcatheter aortic valve replacement (tavr) procedure. Additional information was received to report per the physician the implant position of the valve was adequate with a bioprosthetic valve gradient of 10mm hg at discharge. Anticoagulation medication was initiated after the first stroke occurred.